Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an unable to proceed error during fill tubing while performing a supply change, consistent with a complete blockage associated with the tube component; after a device restart and use of new supplies, the user successfully filled the tubing, observed drops, and completed the change, and replacement connectors and a cartridge duo pack were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during the process and a device problem consistent with a complete blockage localized to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.